Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during laparoscopic sleeve procedure, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. The same event occurred on three units of the reload. Another reload was used to complete the case. There was no patient injury.